Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose (bg) level was 555 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.